Event description:
It was reported that a radiopaque marker detached from this introducer sheath in the soft tissue of the biliary tree during biliary catheter placement. No retrieval attempts were made. Another unit was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed the pt had severe liver disease and a lot of resistance was encountered during this procedure. Additionally, it was indicated that significant maneuvering and repositioning was required throughout this procedure. The co believes continual exertion against resistance, along with pt anatomy may have contributed to this event. However, without evaluating the device the co is unable to determine the exact cause for this event.